Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor on the insulin pump is not accurate. The customer's blood glucose reading was 82 mg/dl at the time of incident and 40 mg/dl for sensor glucose at the time of the phone call. Troubleshooting explained sensor glucose and blood glucose to customer and found that the sensor glucose and blood glucose levels were not in the acceptable range. Troubleshooting advised customer on proper insertion techniques. The customer was advised to change out the sensor and that the sensor would be replaced and agreed to return the product for analysis.